Event description:
This is the first of 2 mdrs for 2 different events for the same patient. It was reported that patient had alif at l4-s1 with bilateral screws at l4, l5, and s1. First revision surgery was performed to replace loose right l5 set screw. Second revision surgery was performed to replace loose right l5 set screw and screw. During surgery, left side s1 setscrew was found loose but was not explanted.